Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to perform occlusion test due to motor error alarm. The drive support disk was inspected and no anomaly was noted. The pump passed displacement test, rewind, basic occlusion and no delivery tests. No excessive "no delivery" error alarm was noted. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and a loose drive support cap from the insulin pump. The customer's blood glucose reading was 365 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. The customer stated that she might have dropped the pump. The customer stated that no delivery alarm did not occur during manual prime. The customer was not able to troubleshoot during time of call.